Manufacturer narrative:
Device powered up properly after battery installation. No missing segments or partial display noted. Device passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No unexpected battery power loss, power loss alarm, or display anomaly noted during testing or in the downloaded history files. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had power loss alarm and solid white display. The customer's blood glucose was 14 mmol/l. The customer was treated with the manual injection. Customer was able to successfully clear the power loss alarm. Customer reported that display was solid white. There was no report of insulin pump screen flashing when screen was turned on after being in sleep mode. The customer was advised to discontinue use of the insulin pump, revert to a back up plan and the insulin pump will need to be replaced. The insulin pump will be returned for analysis.